Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye identified a crack at the side of the welded cassette. The device was under water pressure tested which identified a leak from the crack location. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause is related to contact with solvent (ie. Alcohol) when sterilizing the set after the pouch was opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. This was observed when removing the cassette during priming of peritoneal dialysis therapy. The location of the leak was from the molded part of the cassette which goes into the homechoice claria machine. There was no patient involvement. No additional information is available.